Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 43 mg/dl, which was treated with juice. During troubleshooting, customer also reported that sensor had a bent cannula and was bloody. Troubleshooting was performed and customer was advised to call back should issue persist.